Event description:
It was reported that the filterwire broke. The target lesion was in the carotid artery. A 190 cm filterwire ez was prepared and inserted successfully into the sheath despite slight resistance. After crossing the stenosis, the device was tried to be deployed but resistance was felt and as it started to deploy partially strong resistance was encountered that it could not deploy furthermore. So, it was retracted but with high resistance and after using some force to recapture it, it broke. The device was removed entirely with no part remained inside the patient. The procedure was completed with another filterwire ez. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. Also, the retrieval sheath was returned. The wire was exposed through the delivery sheath, and the wire was kinked.

Event description:
It was reported that the filterwire got broken. The target lesion was in the carotid artery. A 190 cm filterwire ez was prepared and inserted successfully into the sheath despite slight resistance. After crossing the stenosis, the device was tried to be deployed but resistance was felt and as it started to deploy partially strong resistance was encountered that it could not deploy furthermore. So, it was retracted but with high resistance and after using some force to recapture it, it broke. The device was removed entirely with no part remained inside the patient. The procedure was completed with another filterwire ez. No patient complications reported.